Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed accuracy test +8.45% message appeared during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
E1 - initial reporter region state: correction. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device fails accuracy by +8.45%¿ cannot be confirmed through delivery accuracy test. Device passed three consecutive accuracy tests within specification. Replaced dso seal as preventative maintenance. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.